Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer noticed the broken jaws on the force bipolar instrument at the end of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that there was no injury to the patient. The customer performed an x-ray and confirmed there were no pieces in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint. Failure analysis found the primary failure of broken molded insulator be related to the customer reported complaint. The instrument was found to have a broken molded insulator at the distal end. A broken piece was found missing, measuring approximately 0.051" 0.216" in size. The root cause of this failure is attributed to manufacturing. An additional observation not reported by the site was also observed. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.118¿ - 0.148¿ in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling/misuse. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2022 on system (B)(4) for a benign hysterectomy procedure. The force bipolar instrument (part# 471405-06 / lot# k10220111-0112) had 7 uses remaining after the last use. This complaint is reportable due to the following: it was alleged that the force bipolar instrument broke inside the patient during a da vinci assisted procedure. It is unknown if a fragment fell into the patient at the time of the event. An x-ray was performed and no fragment was identified. Failure analysis identified that a piece of the instrument was missing. Although no fragment was seen or found inside of the patient, the location of the missing fragment remains unknown.